Manufacturer narrative:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) went through the sheath and the device had to be removed. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) went through the sheath and the device had to be removed. There was no reported patient injury.